Event description:
The doctor reports that the dental implants located in dental positions number 12 15 36 17 43 and 45 failed due to peri-implantitis. Prosthesis was mobile due to peri-implantitis, and when doctor tried to remove the prosthesis, the implants came out. The procedure was concluded by placing other implants.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. D10. Concomitant medical products tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1272848. Tsvwb8, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm lot 61956750 x 2. Tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm lot 61926466. Tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot 62014102. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.